Manufacturer narrative:
Additional information: the device was inspected before use with no issues noted. The lesion was pre-dilated/ the procedure was completed using a non-mdt stent of the same size. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute onyx rx drug eluting stent to treat a lesion located in the left main coronary artery. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device and excessive force was not used during delivery. It was reported that the stent deformation occurred in-vivo during positioning. The patient status post-procedure is alive with no injury.

Manufacturer narrative:
Product analysis summary: numerous kinks were evident along the hypotube. The stent was positioned on the balloon between the marker bands as per specification. Deformation was evident to the 26th distal stent wraps with struts raised. No deformation was evident to the distal tip. The guidewire lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.